Event description:
Patient underwent spinal fusion procedure on 2/10/92. On 11/08/95 instrumentation was removed. Motion was seen at l5-s1, pseudoarthrosis, eliptical screw holes found, suggesting loose instrumentation.